Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) exhibited undersensing and loss of capture. It was noted that pacing was not delivered when required, however there was no asystole for greater than two seconds. It was determined the lead had dislodged. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.